Event description:
An operator received a broken forearm when the mobile nuclear system moved backwards more quickly than expected. The operator was moving the unit down a hallway and was caught between the mobile unit and the wall. The motion of the unit is controlled with a joystick by the operator. The unit was inspected by service and found to be functioning normally. The operator claimed responsibility for the issue.